Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including an internal inspection, bench handling and pacer functional stress testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer the multi-function cable and electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.